Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the set was developing air gaps while feeding. They replaced the bag from another lot and the new set worked.

Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. No samples were returned for evaluation. The root cause could not be determined. A walk of the manufacturing line was carried out showing all process and controls were followed correctly. No further action is needed at this time. We will continue to monitor reports and take action as applicable.